Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board).

Event description:
It was reported the unit won't turn on. No information was received indicating patient involvement. The device subsequently tested out of specification during manufacturer's analysis.